Manufacturer narrative:
Analysis of the pump on 2017-feb-24 revealed high battery resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated when the patient went to the doctor for a pump refill the refill process culd not be completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving morphine and clonidine. Indication of ruse was noted as cervical neck, post laminectomy pain and spinal pain. It was reported that an alarm was heard and confirmed by telemetry. It was noted that pump logs were checked. It was noted that a critical alarm was occurring, a low battery reset and safe state occurred on (B)(6) 2017. No symptoms were reported. The patient's spouse called and stated they wanted to know how much medication the patient was getting. They stated that the hcp had not prescribed the oral medications and they were concerned about withdrawal. The patient's spouse stated that the hcp said they sent it over to the pharmacy but the pharmacy said they never got it. The patient's spouse had no way to reach the hcp after hours. Additional information received reported that the pump was put into minimum rate. The cause of the low battery reset and safe state had not been determined. The low battery reset and safe stat had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient went through a nasty withdrawal until the whole process of replacement was completed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis. On 2017-jan-27 a healthcare provider reported that the issue was found during refill; the alarm went off and interrogation showed safe state. The pump was replaced and they used oral medication as a bridge. The cause of the low battery reset and safe state was indicated as not being determined. The low battery reset and safe state resolved with placement of a new pump. As per the pump¿s log, a reset, low battery reset, and safe state occurred on (B)(6) 2017. Also per the pump¿s log, the following medications were being administered as of (B)(6) 2016: morphine with concentration 30.0 mg/ml at a dose rate of 0.184 mg/day, clonidine with concentration 100.0 mcg/ml at a dose rate of 0.61 mcg/day, and marcaine with concentration 7.5 mg/ml at a dose rate of 0.0461 mg/day. The patient¿s new pump / replacement pump was administering the following medications as of (B)(6) 2017: morphine with concentration 30.0 mg/ml at a dose rate of 1.445 mg/day, clonidine with concentration 100.0 mcg/ml at a dose rate of 4.82 mcg/day, and marcaine with concentration 7.5 mg/ml at a dose rate of 0.3811 mg/day

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction/update: previously only product problem was indicated in error. If information is provided in the future, a supplemental report will be issued.